Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the stent remains in the pt. A follow-up will be submitted with any relevant information.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention (CABG). Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting in the predilated left anterior descending (lad) with one xience v stent. On (B) (6) 2009, the pt experienced angina that was treated with diagnostic coronary angiography that found 50% ostial stenosis in lad and 50% in-stent restenosis in mid lad. On (B) (6) 2009, the pt experienced angina again and was treated with a coronary artery bypass graft in the mid lad. The pt's symptoms resolved on (B) (6) 2009. There was no adverse pt sequela. No additional information was provided.